Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was reported as straight forward, no tortuosity or calcification. It was reported that the physician put the stent graft in and inadvertently used the quick release button before intended. During the deployment of the stent graft one of the apice of the stent graft bent back resulting in a large type I endoleak. The physician attempted to correct the apice by butting a reliant balloon between the stent graft and the vessel wall and inflating the balloon attempting to push the stent graft apice up. This changed the apices slightly however the apice is still misaligned deployed. A palmaz stent was placed and coils were put in the aneurysm sac. The type I endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Misaligned deployment), eval codes, result and conclusion: did not follow the recommended instructions for use during the deployment technique and using the guidewire between the stent graft and vessel wall.